Event description:
Boston scientific crm received information that the right atrial (ra) lead dislodged. During the repositioning procedure, the helix would not fixate to the tissue. The ra lead was explanted and a new lead was successfully implanted. Upon removal of the lead, the physician noted that there was scar tissue attached to the helix. As the reported event date occurs after the explant date, neither date has been included.